Event description:
A healthcare worker experienced slight stinging and burning with whitening of the skin on the contact area of the left index finger and thumb while cleaning the vaporizer plate without the use of protective gloves. The worker rinsed the contact areas with water and the symptoms resolved within 4-5 minutes. Medical attention was not sought.